Event description:
I am a type 1 diabetic, the product I use is a cgm freestyle libre 2 produced by abbott labs. The saturday in question, I went through 2 cgm pods/sensors within 3 hours. They had a sensor failure readout on my reader. Apparently abbott labs/freestyle libre company knows about this situation but will not do anything. I need this medical device to work properly as at times I do not realize how low my sugar is and my family members rely on the meter to tell them when its low. I do not always have time to get to checking with a finger stick as it does drop quickly depending on the situation. Having one of these pods randomly quit working and not knowing it is dangerous. I have contacted the company and they acted like they had no clue. It says right on their website they are well aware of the situation and to contact customer service and the FDA. So I am contacting you for help on this matter as with not only me but others this can quickly turn into a major health problem. It is a serious matter and the corporation "abbott labs/freestyle libre" did not show one bit of care at all. When someone like me and my family relies on a meter to alert us when my sugar is dropping and it decides not to work when its suppose to that causes an emergency situation. I have hypoglycemia unawareness, so this medical device needs to work as its intended to. Reference report: #mw5144603.